Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation/evaluation but to olympus medical systems corporation (omsc), japan (returned to omsc on 2020-09-09). The investigation/evaluation at omsc confirmed that the loop wire at the distal end of the electrode is broken and that the ends of the wire have melted into balls. The remains of the wire are of a normal diameter and there are no cracks in the critical areas of the bending sections. The damage found was attributed to use-related wear and tear. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the resection electrode without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic enucleation of the prostate procedure, the loop wire of the hf resection electrode melted and fragments may have fallen into the patient¿s bladder. However, no fragments could be located inside the patient. The intended procedure was successfully completed using a similar device and there was no report about an adverse event or patient injury.